Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. The patient age was reported to be over (B)(6) years.according to the complainant, during the procedure, the "tape" broke. The complainant was unable to confirm that nothing detached. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
A visual examination of the returned obtryx halo transobturator sling system revealed that one association loop on the mesh assembly had split apart but was not detached from the blue dilator. No other defects were noted on the device. The lot number on the label of the returned device did not match the reported lot number for the device. Confirmation for which lot number was used for this event was not received; therefore, a device history record (DHR) review was performed for both lot numbers. The DHR review information provided no new facts pertinent to the event. The root cause for this event was determined to be a design related issue. It was initially reported that the complainant could not confirm if any part of the device detached inside the patient; the investigation results confirmed that there were no detached parts of the device. Therefore, the event is no longer assessed as an MDR reportable event.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. The patient age was reported to be (B)(6). According to the complainant, during the procedure, the "tape" broke. The complainant was unable to confirm that nothing detached. Several attempts at follow up have been unsuccessful.